Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported the patient¿s intrathecal baclofen (itb) pump was removed because it failed. It was later stated that the consumer was not sure if the pump had actually failed. It was noted the pump was ¿tuned up,¿ and the pump was changed. It was initially reported there "must have been a leak somewhere in the tubing in the place of where the pump is," however, it was then stated the patient¿s husband had said there was no leak. It was unknown when the issue occurred. The consumer was calling for a list of doctors that implant pumps in the area where the patient lives. The patient was without a pump at the time of the report and was talking about implanting another pump. No out of box failures were reported. No medical or therapy problems associated with a pump were reported. The consumer did not have any further information and planned to follow-up with the physician listings. No further complications were reported or anticipated.